Event description:
It was reported that the customer experienced elevated blood glucose levels (250-470 mg/dl). Reportedly, customer has a history of scar tissue.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.